Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported insertion not free to move was confirmed and replicated. In system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, failure analysis found insertion rail screws to be loose and protruding that would cause the insertion axis to not move freely and would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected but failure analysis did verify all insertion screws were loose. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed. Once testing was completed, the insertion rail screws were inspected and were verified to be the source of the fault. The probable root cause is attributed to the insertion rail screws which is caused by a mechanical problem traced to a component failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm1) due to insertion not free to move. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm1 for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical extraperitoneal with lymphadenectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that universal surgical manipulator (usm1) insertion was not free to move. The customer in the room assisted the insertion axis back up to the top of its motion and usm1 completed homing. The clinical sales representative (csr) had called in the issue with the customer on a three-way call. The csr called back in and had the customer conferenced in. The customer stated that the issue was not resolved and that they were still experiencing resistance along the insertion axis. The surgeon came on the line and stated that their reach was limited and that they thought that something was physically binding in the usm1. The customer stated that the usm1sounded like a squeaky wheel. The tse recommended replacing the drape or cannula seal, but the customer declined. The surgeon was continuing with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the surgeon corrected that the issue occurred while the procedure was in progress. The robot system was initially powered on with no issues. The draping and docking were done as usual with no issues noted. The surgeon was unaware of any patient injury. The actions taken to resolve issue was that the arm drape was checked, the arm was redocked, and the instrument was replaced. The surgeon was not able to use arm1 to complete the procedure and disabled the arm and finished the procedure with arms 2, 3, and 4. The procedure was completed robotically.